Event description:
It was reported that there was an "error: air occlusion." The product fault occurred while in use with the patient.

Manufacturer narrative:
One device was returned for repair. The service history review had no indication that the complaint was related to a service of the device within the review period. Event log recorded too many downstream occlusion alarms. Visual inspection could not duplicate report error, air occlusion. Found degrade dso sensor and degrade/loose air detector. The air detector, dso sensor, lens, keypad, and labels were replaced. The device passed all functional tests after the repair.